Event description:
A physician reported that irrigation did not come out at all from the infusion cannula during vitrectomy surgery. The surgery was completed after replacing the pak with another one. There was no patient impact.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.11. Only one used infusion manifold and infusion cannula assembly were returned and visually inspected. No obvious defects were observed with the returned components. A fluidics management system (fms) cassette from lab stock was used to test the returned infusion manifold and infusion cannula. The returned product was tested using the system console. The product could prime, tune with the ultrasonic handpiece, the 0.9-millimeter (mm) aspiration bypass system (abs) tip and infusion sleeve from the lab stock and pass intraocular pressure (iop) calibration successfully. No air leak was detected from the infusion line and infusion cannula during priming process. No message code appeared on the screen. Irrigation flowed as it should during calibration and no fluidic anomalies were detected during this process. The infusion pressure was measured at multiple set points throughout the console range and met specifications. Liquid infusion flow rate was also measured and met specifications. Toggling the infusion and the fluid/air exchange (f/ax) modes, fluid and air flowed from the cassette to the infusion line continuously without any bubble in various settings in all sub modes. With the infusion control on, fluid flowed from the cassette continuously without generating air to the infusion line. When the fluid/air exchange (f/ax) control was on, only air was introduced from the cassette to the infusion line. We were unable to replicate the customer's experience during laboratory evaluation. It's important to remind the customer to return all components and the cassette associated with the reported event. The investigation conducted a non-conformance review of the reported lot number. No deviation was identified that would have contributed to this event and all corresponding production release specifications defined in the device master record were met. Based on the evaluation of the information and materials received, the investigation was unable to identify the root cause or origin of the reported event as the product functioned per specifications. Additionally, no manufacturing-related deficiencies were found that potentially could have contributed to the complaint. Based on the evaluation of the information and materials received, the investigation was unable to identify the root cause or origin of the reported event. Additionally, no manufacturing-related deficiencies were found that potentially could have contributed to the complaint, therefore no action will be taken for this occurrence. Complaint data for all company products is reviewed monthly to monitor for adverse trends. During the last review, no adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4).